Event description:
Information received indicating that a cadd legacy pump kept beeping. No adverse effects reported.

Manufacturer narrative:
One infusion pump was received for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems identified during this DHR review. Visual inspection of the device found it to be in good physical condition. Upon review of the event history log of the pump, the following evidence of the reported customer complaint was found: pump turned on (B)(6) 2020 6:22:00 pm , pump turned off (B)(6) 2020 6:25:00 pm, and power down (B)(6) 2020 6:25:00 pm. Device underwent functional testing; confirming the reported customer complaint. At power up, pump starting alarming while in self test. Attaching a cassette was noted to have stopped the alarm. The faulty downstream sensor will be replaced; problem source has been determined to be unknown.